Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported entrapment of the device appears to be a result of reported clip unintended movement. A cause for the unintended movement could not be determined. Lastly, the reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement and entrapment of device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced tot he mitral valve; however, during grasping, the clip moved unintentionally and the clip arm rotated, but managed to grasp both leaflets without issue. Then upon clip deployment, the nose of the clip moved slightly medial and became tangled in chordae. The clip was stuck there and therefore, the clip was deployed as is. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.